Event description:
The customer reported that while monitoring patients at a xhibit central station (xcs) two of the four displays connected to xcs experienced black boxes that prevented clinical staff from see patient data. In a follow up conversation with the biomed it was reported that a nurse had resolved the issue after identifying the display issue occurred after plugging something into the display. No further information was provided by the customer.

Manufacturer narrative:
Note regarding b4, UDI field: only the gtin information for the reported device was provided as the serial number was not available.